Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid) on the echo. The patient has a known anti-e.

Manufacturer narrative:
Review of results files displayed sample was negative with crrs 3 cells 1-3 and the positive control well was 4+ positive. The reaction well images appeared negative with fuzzy buttons and no adherence, cell 2 ee and should have been positive. The crrid results for the same patient sample were non reactive with cells 1-4 and positive control well was 4+. Cells 1, 3, 6, and 7 on crrid lot id130 are e+ and should have been positive. Reaction well images appeared negative with tight fuzzy buttons and no adherence. Extend I results for the same sample were also non reactive with cells 1-9 and 11-14, e-I 10 resulted as equivocal, positive control well was 4+ positive, reaction well images appeared a tight fuzzy buttons. Repeat screen testing on the same sample was non reactive with cells 1-4, positive control was 4+. Reaction well images appeared as tight buttons with no adherence. Confirmed the reactivity of the e antigen on retention capture-r ready-screen (3), lot r100 using anti-e, lot 7d630 (1:32 dilution). Confirmed the reactivity of the e antigen on retention capture-r ready-ID lot id130 using anti-e lot 7d630 (1:32 dilution). Performed an antibody screen on the customer sample on the echo retention capture-r ready-screen (3). The customer's submitted sample resulted negative with all cells. Performed an antibody screen on the customer sample using retention product panocell I-iii, lot 30314. The customer sample exhibited positive reactivity with cell ii. Performed antibody ID on customer submitted sample using retention capture-r ready-ID lot id130. The sample reported as negative with all cells except cell 3 which reported equivocal. The event appears to be related to the nature of the sample.